Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that a hardware failure occurred. A defective mdm (multi display manager) was identified. The failure occurred during startup of the system. This kind of failure does not lead to a total loss of functionality. There is remaining function of the image system using the "bypass fluoro" function. Additionally, there is the possibility to move to an alternative system. The affected mdm was exchanged and the problem did not recur. The system has been returned to clinical operation and no further actions are to be taken at this time.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. After system start up, the image acquisition system and multi-display monitor were not available. A system restart was attempted, however, it was unsuccessful. There is no report of impact to the state of health of any patient involved.